Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 558 mg/dl. The customer stated that she felt like she had the flu. Troubleshooting was performed. The insulin pump alarmed during the prime test. The customer stated that the insulin pump alarmed no delivery. Nothing further was reported.